Manufacturer narrative:
The device was returned to zoll medical corporation. The customer report was unable to be duplicated during testing but an autocal pressure sensor alarm was observed in the device activity log on the date of the event. The device was extensively testing and passed all testing and calibration successfully. It's important to note that execessive vibration can falsely trigger the autocal pressure sensor alarm. The spm board, pending customer approval, will be replaced as a precaution. The device will be recertified and returned to the customer for clinical use. No trend identified against similar reports.

Event description:
Complainant alleged that while attempting to ventilate a male patient (age unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.